Event description:
It was reported that a patient experienced rapid battery depletion on the ilet pump, with the device charging but losing charge overnight and triggering a low-battery alert, and engineering log review was initiated after a mobile app sync. Symptoms included inconvenience related to device power but no glycemic symptoms. Outcomes included no impact to blood glucose control and no medical intervention or hospitalization. Investigation included review of device logs and receipt of the device for evaluation. Investigation of this case revealed that the unit was received for assessment, and no alerts or alarms were reported by the user aside from low-battery notifications. It was concluded that battery performance was out of specification and that replacement would be considered if confirmed by analysis.